Event description:
Additional information was received that as a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify, question marks on the temperature and occluder module icons. The fsr backed out of the modules and rebooted the system multiple times without any issues. The logs were reviewed by the manufacturer's technical support specialist, who determined, that the ccm and the modules were not communicating. The connections were cleaned, and the network interface card (nic) communication cable was replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) probed each end of the cable assembly. He did not discover broken or shorted connections and all wires were appropriately connected. The cable operated as intended.

Event description:
It was reported, that during use of the device. For cardiopulmonary bypass (cpb). The central control monitor (ccm) displayed multiple question marks on the screen over the temperature and occluder module icons. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.